Manufacturer narrative:
Olympus representative contacted the customer and obtained the following information from the customer. The reported event did not occurred with other endoscopes. The reprocess was done properly and the brush was replaced with a new one. The foreign body was brown and muddy. Lubricant was applied to the outside of the device. The detergent endfresh was used after being diluted 100 times. The device has not been returned to the olympus medical systems corp. For evaluation. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
While reprocessing the device, the customer found brown object adhered to the tip of the cleaning brush coming out of the instrument channel of the device. The device was then reprocessed by a non-olympus automated endoscope reprocessor model endoclens neo-d, but the foreign matter was not removed from the endoscope. The customer reported that there was no discomfort in the suction by the device during the procedure, and the patient did not have many stools. The customer requested a component analysis of the foreign matter. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigate the device and confirmed no brown object in the instrument channel. However, omsc confirmed the white object in the instrument channel. As a result of component analysis, it was found that the object was silicone. In addition, another white object was confirmed at the distal end, and as a result of component analysis, it was found that the another white object was sodium chloride or sodium carbonate. The white object could have been attributed to the residuals of defoamers, drugs or saline. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported adhered brown object could not be conclusively determined.